Event description:
It was reported that high impedance was observed. Lead issue suspected. X-ray did not reveal any abnormalities. Patient is currently ill and lead replacement will be postponed until well enough for surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.